Manufacturer narrative:
(B)(4). Item # unknown, unknown head, lot # unknown. G2: report source italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 12 years and 5 months post-implantation due to cobaltemia out of range and osteolysis extended by pseudotumor acetabular and femoral. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned for investigation, but a picture was provided. However, due to the low quality of the picture, no visual assessment can be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.